Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbiological contamination was detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 4 colony forming units (cfus) of mold. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to b5. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: distal end, bacterial identification: n/a. Sampling from: biopsy channel, suction channel cfu: 0cfu, bacterial identification: n/a. Sampling from: a/w channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: auxiliary water channel, cfu: 0cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The user third- party results were as follows: sampling date: (B)(6) 2024, sampling from: biopsy channel, cfu: <2cfu(colony forming units)/channel, bacterial identification: unknown. Sampling from: auxiliary water channel, cfu: <2cfu/channel, bacterial identification: unknown. Sampling from: suction channel, cfu: <2cfu/channel, bacterial identification: unknown. Sampling from: a/w channel, cfu: <2cfu/channel, bacterial identification: unknown.